Event description:
A pt reported flames coming from their CPAP unit.

Manufacturer narrative:
Engineering evaluation of the returned unit identified the most likely cause of the malfunction as the ac connector. There was no adverse event reported for this incident.